Event description:
Per the clinic, the patient experienced skin overgrowth and skin irritation at the implant site. Subsequently, the patient was treated with steroid injections (date and duration not reported).